Manufacturer narrative:
Evaluation pending device return.

Event description:
It was reported that the the tibial was prepped for the 8x20 mm screw. It was difficult to place the screw and it was noticed that the screw tap was broken once the screw was removed from the patient. A 7x20 mm screw was used and operation was completed succesfully. No patient harm reported.

Manufacturer narrative:
Examination was not possible, as the devices has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.